Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 435mg/dl which was treated by giving insulin. Customer¿s current blood glucose was 300mg/dl and 104mg/dl. Customer declined troubleshoot for high blood glucose. Customer advised to monitor and call back if issue continues. Insulin pump will not be return for analysis.